Manufacturer narrative:
(B)(4). The reported complaint for "fos status: eo" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "iab removal due to loss of lle pulse". The report further states, "[user] is calling from the ICU. She has a patient in cardiogenic shock. The patient initially had an impella placed in the l femoral artery which was subsequently removed due to excessive bleeding. The md decided to place an iab in the l femoral artery after impella removal. About 2 hrs after placement, the patient lost a pulse to the lle. [User] states that the patient is going back to the ccl to have the iab removed and replaced. She is calling because the fos pressures do not match her transducer. The patient does not have additional arterial access. The md is setting up to place a radial a-line". Subsequently the iab was removed and a new iab was placed in the right femoral artery. Left lower extremity pulse returned after iab removal. The patient status is reported as "stable".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "iab removal due to loss of lle pulse". The report further states, "[user] is calling from the ICU. She has a patient in cardiogenic shock. The patient initially had an impella placed in the l femoral artery which was subsequently removed due to excessive bleeding. The md decided to place an iab in the l femoral artery after impella removal. About 2 hrs after placement, the patient lost a pulse to the lle. [User] states that the patient is going back to the ccl to have the iab removed and replaced. She is calling because the fos pressures do not match her transducer. The patient does not have additional arterial access. The md is setting up to place a radial a-line". Subsequently the iab was removed and a new iab was placed in the right femoral artery. Left lower extremity pulse returned after iab removal. The patient status is reported as "stable".